Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used in a veterinary case. No patient information will be reported. (B)(4). Placeholder.

Event description:
It was reported that the handle of the screwdriver fell apart during surgery. All pieces were retrieved. There was no harm to patient. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results - visual inspection - the repair technician determined that the handle of the device was cracked and broken. Manufacturing record review - a review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Complaint history analysis - three previous records for this part number associated with this issue. Risk assessment - no adverse consequences were reported. All the broken pieces were retrieved and the surgeon was able to successfully complete the procedure. Conclusion - the repair technician could not determine the cause for this complaint and no further information was provided. Therefore, this complaint was deemed indeterminate.